Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was displaying an error 5 message whist attempting to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first began on (B)(6) 2019 on an unknown time. The patient manages her diabetes with combination of medications including ¿humalog, januvia, glyburide and humulin¿ and denied making any change to her usual diabetes management routine in response to the alleged product issue. The patient stated that on (B)(6) 2019, around 11:30 am, she developed symptoms of ¿felt dizzy and lightheaded¿. The patient stated that she then went to ER where she obtained a blood glucose result of 42mg/dl on the ER meter and was administered an unspecified dose of IV glucose. Later that same day at 1:00pm she was retested on the ER meter and obtained a blood glucose result of 100mg/dl, before being discharged. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used. The patient completed the correct testing steps. The cca confirmed that the patient¿s test strips had expired on ¿10/2017¿. The patient was unable to walk through a retest as she did not have testing supplies. The patient¿s products were replaced. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event that required medical intervention after the alleged meter issue began.